Event description:
It was reported that this right ventricular (rv) lead had evidence of oversensed noise compatible with lead damage. There was no inappropriate therapy delivered. Intervention was performed. The lead was surgically abandoned and replaced without incident. Besides surgical intervention, no additional adverse patient impacts were reported. The lead will not be returned for analysis at this time as it remains abandoned in the patient.